Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded within the capsule of the delivery system. Deployment was performed by the galway return product analysis (rpa) lab, after which the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was enclosed in a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. Remnants of coagulated blood were noted on the valve¿s frame and tissue with additional remnants noted on the inner lumen. The valve was received in a crimped state with a fold from the mid-region to the inflow. The outflow aspect showed an elliptical appearance with inflow aspect displaying a reniform appearance. Coaptation: as received, leaflet 1 (l1) appeared partially closed and leaflets 2 (l2) and 3 (l3) appeared partially open. Leaflets were stiff at receipt resulting in an incomplete closure. Leaflets: all leaflets appear wrinkled and creased along with frame imprints, showing evidence that the valve set in a crimped position for an unknown duration of time. Commissures: all commissures appeared intact. Sutures: all sutures appeared intact. The valve was submerged in a warm (approximately 37 celsius) saline bath. The frame expanded with the obs erved ellipticity at the outflow and inflow resolving. The valve retained a compressed state, which may be attributable to the valve being inside the capsule of the delivery system for an unknown duration of time. Frame: at original receipt, the c paddle showed a small bend; however, all observed bends were resolved after warm saline submersion. No damage such as bends or kinks were noted on the frame. Due to the returned condition of the valve, a deployment simulation to simulate the reported infold could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012773233); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34 and the deliv sys d-evolutfx-34, an infold of the valve system occurred upon first opening after insertion into the body. The valve selection was correct based on the parameters, and the valve was loaded by a certified technician. A valve check was performed and was acceptable on x-ray, and the annulus was pre-dilated with a 22 millimeter (mm) balloon. The affected valve system and valve were removed from the body, and a new valve and system were prepared and successfully implanted. No symptoms, complications, adverse events, or injuries were reported for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34 and the deliv sys d-evolutfx-34, an infold of the valve system occurred upon first opening after insertion into the body. The valve selection was correct based on the parameters, and the valve was loaded by a certified technician. A valve check was performed and was acceptable on x-ray, and the annulus was pre-dilated with a 22 millimeter (mm) balloon. The affected valve system and valve were removed from the body, and a new valve and system were prepared and successfully implanted. No symptoms, complications, adverse events, or injuries were reported for the patient. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold due to having to load a new system.